Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user, who reported that the left leg caster "collapsed while the brakes were engaged, and the device was stationery," causing him to fall backwards onto a concrete path, hitting his head, scratching the back of his left leg, and aggravating an existing back injury. The end user reported that the "hardware came loose and caused for to detach from stem." The end user declined to return the unit for evaluation.